Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contribute to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined that the video signal output was lost due to the failure of the dp and dx substrate on the circuit board. In addition, it was speculated that the circuit connection on the circuit board was bypassed and the circuit board (cp, dp, dx, and cm) failed due to the liquid on the board. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: - keep fluids away from all electrical equipment. - if fluids are spilled on or into the unit, stop operation of the video system center immediately and contact olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user request. All observed issues were identified. The front panel buttons and keyboard were not operational. Intermittently all the front panel leds showed green at the same time. There was also intermittently no image from all outputs and no color bar. Fluid residue was found on the main boards and there is an indication of burn on the central processing board. In addition a worn scope socket connector was identified along with cosmetic housing damage. All necessary parts were replaced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera iii video system center would not display an image prior to use. The customer reported there was no image, no color bar, and it did not seem to be completing the self test. The customer reported the lights stay on and do not cycle to start the unit. No patient involvement or impact to patient care was reported due to this event.